Manufacturer narrative:
An attempt has been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the pronto and sc-200 dci adult sensor was being used while the patient awaited surgery for a bleeding issue. After 1 week, the patient emailed and called me and complained the results seemed to variable for his use. I asked him to continue using and to collect data and share with me. He agreed and sent me data for about 2 full weeks. He compared 2 weeks of sphb against a venous draw thb from (B)(6) 2015. There was no known impact or consequence to patient.